Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. No performance allegations were made against (B)(6). A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Internal visual inspection revealed a crack on standoff post 1 within the controller housing. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient's backup controller and was not in use at the time of the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of the controller revealed that the no power alarm only sounded for six (6) seconds when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 09:03:10 and at 16:44:29, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed that a controller power up event with an associated motor start event was logged on (B)(6) 2025 at 08:28:46, indicating a loss of power to the controller. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port 1 with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port 2 with (B)(4) rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 15:47:39, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Additionally, log file analysis revealed one (1) low flow alarm logged on (B)(6) 2025 at 11:35:53. Log file analysis associated with (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 10:25:14 and at 10:25:52, indicating that the controller was powered on without the driveline connected. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline connected and/or a physical disconnection of the driveline from the controller. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) d9: yes, return date: 12-aug-2025 h3: yes d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial #: (B)(6) d9: yes, return date: 12-aug-2025 h3: yes h4: mfg date: 31-jul-2017 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed a mechanical problem. The controller was noted to be the patient's backup controller.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2018, ddpb3d4 ICD implanted (B)(6) 2024 additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial #: (B)(6) d9: no h3: no h4: mfg date: 05-dec-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm, indicating the internal battery was at the end of its life. Log file review also revealed an unexpected loss of power to the controller. The ventricular assist device (vad) also exhibited a low flow alarm. The controller was replaced and the vad remains in use. No patient complications have been reported as a result of this event.